Event description:
It was reported that the 9800 system displayed a precharge failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced and calibrated the filament regulator pc board. Tested battery charger condition. The system operates as intended.